Event description:
Contact reported that during final tightening sequence two driver tips were stripped. This also resulted in the stripping of the inner setscrew. Situation resulted in a delay in surgery in excess of 3d-min. There was no adverse patient consequence. Due to the length of the delay an MDR is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation at this time. A definitive cause of the event cannot be determined. Events of this type are typically caused by excessive force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening. If the device is returned an evaluation shall be completed. If the device is returned and evaluation finds something other than what is stated above, a follow up report will be filed.